Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that intermittent "placement signal not reliable" alarms were observed during use of the impella rp flex device. Pump positioning was confirmed via echocardiography. The pump was not replaced, and therapy was continued. At the time of this report, the patient remains on impella rp flex support. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Event description:
Clinical narrative: an impella rp flex device was inserted into the right femoral vein in a 78-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG) and a mitral valve repair/replacement. The impella rp flex was inserted for bipella support with an impella 5.5. While the patient was in the intensive care unit (ICU), there were intermittent placement signal not reliable alarms. After four days on support, the family withdrew care, and the patient expired on support. The impella functioned at p-6 at 2.8 l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received indicating that the patient expired, and to correct information provided in a previously submitted MDR. This additional information has resulted in a change to the reportability classification of the event. Based on the new information, section b1 has been updated to reflect that an adverse event occurred, and section b2 has been updated to include patient death and the date of death. Section b5 has been updated to include the additional clinical information and rationale associated with the event. Section d6b has been updated to reflect device explant. Section h1 has been updated to reflect the reportability type as death. Section h6 has been updated to include health effect ¿ impact code f02 (death) based on the additional information received.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details.